Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient reported through a manufacturer representative they were "unable to interrogate" their right implantable neurostimulator (ins) since (B)(6) 2013, thought it was "still running" at the time of explant. The patient noted that in comparison their left ins was "still working until the battery was depleted" at the end of (B)(6) 2015. There was no patient death or injury reported with the event. It was noted that prior to replacing the patient's ins's the day prior to report, the "patient had mild rigidity" and that following the replacement of both ins's, the "patient was responding well and receiving effective therapy." Supplemental report will be filed if additional information is received.